Manufacturer narrative:
H3: it was found in the analysis report that visually, there was no external damage in the construction of the device. There was no damage to the distal tip, but the outer hub seal was loose/dislodged after removing the inner assembly. Under magnification, there were striations 0.57 inches from the distal end of the inner hub on the outside diameter of the inner shaft. For further analysis, the inner shaft was observed to be bent while rotating for concentricity. Functionally, the inner and middle assemblies spun freely by hand with no binding. The blade fit securely into a handpiece, but excessive wobbling was observed while oscillating up to 7500rpm. H6: fdm b17, fdr c20, img g04041, and d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, that when attached to the m5 handpiece and rotated, blade did not function properly (it was reported that the axis wobbled during rotation). The procedure was completed with the backup product. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.